Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported: 'while I was pushing the first of 3 syringes of adriamycin, I noticed that the medication was leaking on the protective crib pad. Medication returned to pharmacy, and I notified the pharmacist that the patient received approximately 3 mls of the syringe. New crib pad obtained at this time and began pushing the second syringe. Second syringe given without incident. The third syringe also leaked on the protective crib pad. Patient received approximately 5 mls of this syringe. Syringe returned back to pharmacy, pharmacist notified. Pharmacy remade the remaining dose that the patient needed and was given without incident."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.